Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device, balloon catheter 2af284 with lot number 64293-18, and data files were returned and analyzed. Data files did not show any system notices for the date of the complaint. Visual inspection of the catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter used for seven injections. Dissection and pressure testing with catheter revealed a double balloon breach. In conclusion, the reported issue of a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection (system notice 50005) was not found in data file analysis but was confirmed through testing. The catheter failed the returned product inspection due to a double balloon breach. (B)(4).

Event description:
It was reported that during a cryoablation procedure, an error code indicating that the safety system had detected fluid in the catheter and stopped the injection. Additionally, it appeared that two or three of the electrodes on the mapping catheter were not functioning properly. Upon removing balloon from the mapping catheter, the catheter was damaged. All products were changed out and replaced for the procedure to be completed with cryo. The balloon catheter subsequently tested out of specification upon manufacturer's analysis. No patient complications have been reported as a result of this event.